Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in research office for six month follow-up visit. The left ventricular lead exhibited a loss of capture. After reviewing x-ray imaging from (B)(6) 2016, it was determined that the lead had become dislodged. No medical intervention or patient symptoms were reported. The patient would continue to be monitored.

Event description:
New information received indicates that the lead was explanted. The patient was stable post-procedure.